Event description:
It was reported that the pulse generator exhibited phantom programming. The device was programmed as aai and on the next check the device is programmed to oao. The device would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.